Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One refurbished vulcan generator part number 7210812f, was received on 07/27/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Product failed functional testing. Footswitch functions dead. Cause of footswitch malfunction is a loose I/o#2 pcb. I/o#2 pcb was not seated on connector j2 on back plane pcb. Also card bracket for the I/o#2 and cpu pcbs was not clamped down and appears bent (as shown in attachment pictures). It appears that this unit was dropped hard enough to dislodge both the pcb and the bracket. Damage to unit happened at customer site since unit has been in use at customer site for almost 2 years. The I/o#2 pcb fails functional testing with footswitch stuck error. The unit passed functional testing after the loose pcb was replaced with a known good I/o#2 pcb. Loose pcb must have sustained physical damage when unit was dropped causing it to fail functionally. As for the original complaint, the only reason given for return of unit as a complaint was "generator faulted intraoperatively". Complaint only stated that the generator faulted during a case, not what exactly faulted. Cause of functional failure is damage to electronic components from generator being dropped. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy, it was reported that a generator faulted. There was a short delay in the case. A similar, competitors device was used to complete the procedure. The are no reported patient injuries or complications.